Manufacturer narrative:
The reporter noted the patient's weight may be lower due to recent gi issues. Event date: the reporter noted in the "past few months." Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube cuff inflated asymmetrically and the tracheostomy tube leaked. The issue was discovered after use when the patient was decannulated, which was not a normal occurrence. The reporter noted that the cuff was typically inflated to 3.2cc or 3.4cc; due to cuff looseness, the cuff had to be inflated to 4cc. The patient used two tracheostomy tubes per month and alternated between them weekly; the tracheostomy tube would be disposed after 30 days of use. The cuff symmetry issue was alleged to be related to a foul odor, drainage, mucus, and redness at the stoma due to bacteria. The patient applied a vinegar soak 3 times per day for 10 minutes each for 10 days and used nystatin per the otolaryngologist's instructions. It was noted that the interventions did not resolve the issue. It was then reported that the patient was put on antibiotics for 3 weeks. The event was considered ongoing. See MFR: 3012307300-2016-00507, 3012307300-2016-00508, and 3012307300-2016-00509.

Manufacturer narrative:
One bivona® tracheostomy tube was returned for investigation. Visual inspection was performed using the unaided eye and under normal manufacturing plant lighting; no defects were observed. During functional testing, a standard syringe was used to insert 5cc's of water into the device cuff; no leaks were detected. Once the cuff was fully inflated, the cuff symmetry was examined. The distance from the center point of the shaft to both the smaller and larger sides of the cuff outer diameter were measured. The recorded measurements were found to be within the manufacturing specification for ratio allowance. Investigation found that the returned device operated as intended.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
Additional information was received regarding the reported issue. According to the reporter, after the patient received antibiotics, the reported odor decreased. However, it was reported that the site remained red and "off colored" drainage and leaks were observed.